Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. The initial result was <6 ng/l with a data flag. The repeat result was 186 ng/l. The reporter questioned the discrepant results, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc had results outside the specified ranges. The alarm trace had abnormal liquid level and sample short alarms. The field service engineer determined that an insufficient patient sample volume caused the event. He inspected the analyzer and verified its performance using precision checks and qcs. The customer did not report any other issues. The investigation determined the event was due to preanalytical handling issues.